Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The site's biomed came to do an electrical check of the navigation equipment because it was discovered that they repaired the system power cord with a third party part. Per biomed, that part in the end started to melt inside resulting in the issue. They replaced with another non mdt part. The system was functional as of now. The software, and instruments passed the system checkout. The device was not returned to the manufacturer. The customer chose to repair the device with a non-medtronic part. The customer was informed that medtronic can no longer guarantee the performance of the product if it is repaired with a non-medtronic component. (B)(4)

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported a site's navigation system power cable that sparked at the wall outlet when the system was turned on. In trouble-shooting, attempted to use multiple wall outlets, however, the issue persisted then the navigation system did not appear to turn on. It is suspected that a non-medtronic power cable plug has been installed on the navigation system. There was no patient present when this issue was identified.